Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was wet with some indication of blood exposure. Blood residue was noted between the pu (polyurethane) cut surface and screw flange on both ends of the dialyzer. Gross visual examination of the device noted a broken fiber at the non-cavity ID end at approximately 125 degrees (with the dialysate ports situated at 0 degrees). The fiber end was near the product label and between the bell-housing and knit line of the non-cavity ID end. No other damage or irregularities were noted on the returned device. The dialyzer was subjected to a laboratory bubble point test where a leak was noted on the non-cavity ID end in the location of the broken fiber. The dialyzer was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed, the cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to removal of the fiber bundle, the broken fiber was confirmed; however, the opposing end (if existent) could not be isolated. The exposed end of the broken fiber on the dialysate side extended past the bell housing. The inferior surfaces of both potting masses were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the device revealed a broken fiber on the fiber bundle. Furthermore, bubble point testing revealed that a leak was present at the location of the broken fiber. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during hemodialysis (hd) treatment. The patient was dialyzing for approximately 15 minutes when the incident occurred. Blood was visible in the arterial header of the device. No damage was noted on the device. The machine did alarm. Blood test strips were used to verify the presence of blood in the dialysate and the results were positive. The patient's blood was not returned; estimated blood loss (ebl) was approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was set-up with new supplies on a different machine and continued treatment without further interruption. The complaint device was returned to the manufacturer for evaluation.